Event description:
Information was received from a health care professional (hcp) regarding a patient who was receiving gablofen 2000 mcg/ml at a dose of 935 mcg/day via an implantable pump for intractable spasticity. It was reported on (B)(6) 2016 that the patient¿s pump was tilted and that there was a history of pocket fill. It was related that a week ago yesterday on (B)(6) 2016 he did a refill and the patient felt fine, but about 3-4 hours later she began feeling feverish and was ¿pretty obtunded.¿ it was indicated that she was admitted and intubated overnight and that the hcp thought the patient was overdosing; hcp noted that he was not sure ¿how necessary¿ the intubation was because the patient was ¿fighting it.¿ the hcp reported that his colleague saw the patient and aspirated 40 ml of clear fluid that didn¿t look like a seroma; colleague felt it was the baclofen and stated the fluid was aspirated from the pocket and he did not access the reservoir. The colleague thought they had done another pocket fill. It was reported that the patient was stabilized and extubated over the weekend. The hcp then saw the patient on monday and aspirated 6 ml of fluid from the pump that was ¿really clear¿ which he thought was baclofen; he injected that fluid back into the pump. He saw her today for a refill and when he accessed the pump under fluoroscopy he aspirated 24 ml of fluid, and noted that the fluid wasn¿t clear but thought there could have been blood on the need when he had re-injected the drug on monday. It was indicated that imaging would not be used to estimate pump volume and that the caller could access the reservoir. It was reviewed that it was possible that they did not do a pocket fill given the volumes aspirated and that it could have been a seroma; the hcp did not have the aspirated fluid tested so they did not know what it was. It was noted that the hcp did not believe that the patient had a cerebrospinal fluid leak because she was not having any symptoms return and was fine prior to the refill. It was then indicated that the hcp thought they may replace the pump (and would return it) and that he only filled the pump with 10 ml today. He expressed concerns about the septum leaking, but it was reviewed that if they were using an approved needle then they wouldn¿t anticipate issues with the septum and that it would not account for the extra fluid in the pump. Refer to manufacturer report #3004209178-2015-13307 with follow up numbers 001 and 002 for event pertaining to history of pocket fill.

Manufacturer narrative:
(B)(4) no longer applies.

Event description:
Additional information was received from an hcp on (B)(6) 2016. It was indicated as actions/interventions that were taken to resolve the patient symptoms was that the patient had symptoms of ¿overdosage¿ due to pocket fill and was hospitalized and intubated for about 18 hours, and that now pump refills done under fluoroscopy. It was noted that the cause of the patient¿s symptoms was ¿not for sure¿ determined and that the pump was tilted. The cause of the pump being tilted reported as migration after implant. It was reported that no pocket fill, leaking septum, or seroma was confirmed and that under fluoroscopy they were able to aspirate 26 ml from the pump. A pump replacement was currently being planned after the patient finished intravenous (IV) antibiotics.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported the patient was on IV antibiotics; the patient needed ¿treatment¿ prior to pump removal. Diagnostics performed related to the infection included ¿cbl¿, ¿esil¿, and ¿crd¿. The cause of the infection was pressure from sitting. The infection had been resolved. Additional information received from the manufacturer representative on 2017-jan-03 reported the patient¿s pump was going to be replaced on (B)(6) 2017, and the representative was inquiring about troubleshooting. The representative would send the affected pump back to the manufacturer for analysis.

Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8578 lot# n172183006 serial# implanted: (B)(6) 2009 explanted: (B)(6) 2017 product type catheter product ID 8709 lot# serial# (B)(4). Implanted: (B)(6) 2007 explanted: product type catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a company representative (rep) on 2017-jan-03 reported patient was having pump replaced because of suspected intermittent over and under infusion of medication from patient's intrathecal baclofen pump. During replacement procedure on (B)(6) 2017 the catheter (8709) was found to be completely broken in the pocket just past the end of the 8578 pump connector. The 8709 catheter was easily dripping clear fluid. Once the 8578 pump connector was replaced and connected to the original catheter, the new replacement pump was connected. The original catheter was left in place, and healthcare professional (hcp) aspirated the catheter through the catheter access port (cap) with clear fluid easily flowing into the syringe to verify catheter patency. The patient was admitted to the hospital for observation after the procedure and was doing well in post-op. It was noted there was no known factors that may have led, contributed or caused the issue. The pump was interrogated prior to the procedure with no concerns at that time. Otherwise it was unknown as to what diagnostics and troubleshooting was performed. The 8578 and pump were replaced and the patient was admitted to the hospital for observation. It was noted the daily dose was cut by more than half by the hcp. The issue was noted to be resolved at time of report and patient's status was alive-no injury. Patient was receiving gablofen (baclofen) 2000mcg/ml for a total dose of 757.3mcg/day with the old pump and was receiving gablofen (baclofen) 500mcg/ml for a total dose of 200mcg/day with the new pump. Other medications the patient was taking at time of event was oral baclofen, and that was all that was known. It was noted the pump and 8578 will be returned with this complaint. The pump was programmed to minimum rate by rep per company request.

Manufacturer narrative:
Concomitant products: product ID: 8578, lot# n172183006, implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. The pump was returned for analysis. Upon interrogation the pump memory indicated that the pump was used to deliver baclofen (2000 mcg/ml at 12.3 mcg/day). Analysis of the pump found no anomaly. The catheter (B)(4) was returned for analysis and analysis found coring, and tearing in the seal of the sutureless connector which met the leak criteria. The catheter (B)(4) was returned for analysis and analysis found no significant anomaly. (B)(4).

Event description:
Additional information was reported by the company representative on 2017-jan-03. The pump had been used to deliver lioresal (2000 mcg/ml at 757.3 mcg/day). It was reported that the patient had experienced a gradual loss of therapy and recovered without sequela. There was no patient injury. It was also noted that the reason for the catheter removal on (B)(6) 2017 was a break, tear or hole. No rotor or dye study had been performed. Additional information was reported by the healthcare provider on 2017-jan-10. The patient¿s last six printouts were returned. According to the printouts on (B)(6) 2015 the patient was receiving baclofen (2000 mcg/ml with a daily dose of 547 mcg/day) on (B)(6) 2015 the patient was given a 15% increase and their new daily dose was 626.6 mcg/day. On (B)(6) 2015 the patient¿s dose was increased by 10% to 686.6 mcg/day. On (B)(6) 2016 the patient¿s daily dose was increased 7% to 737.3 mcg/day. On (B)(6) 2016 the patient¿s dose was increased 15% to 845.6 mcg/day on (B)(6) 2016 the patient¿s dose was increased 2% to 885.6 mcg/day. The next printout showed that as of (B)(6) 2016 the pump was delivering baclofen (2000 mcg/ml at 949.2 mcg/day) and on (B)(6) 2016 the patient¿s dose was decreased 9% to 865.6 mcg/day.

Manufacturer narrative:
The conclusion code was updated from for the catheter ((B)(4)). Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device was operating within specifications, medtronic modified the specifications making this the closest code available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.